Manufacturer narrative:
Device evaluation: one cadd pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was performed and the reported issue was duplicated. The error code was cleared. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as unknown.

Manufacturer narrative:
Device evaluation: one cadd pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was performed and the reported issue was duplicated. The error code was cleared. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited system error lec 1310. No patient was involved in this event. No adverse effects were reported.